Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that there was an amber light emitting diode (led) on the power supply unit (psu) during a case. The manufacturing representative (rep) thought the system also displayed a localizer not connected message. During troubleshooting, it showed storage temperature exceeded in the network device interface (ndi) toolbox. Temp sensor was reset which resolved the issue. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821: h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. H6) a05 - led on psu, localizer not connected a1102 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.